Manufacturer narrative:
(B)(6) 2021 - lead capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided diagnostic images and x-ray movie showed the lead under complaint in the implanted state. An interaction of the lead body with the generator housing cannot be excluded. The lead is furthermore implanted with much slack and bending points. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was showing pacing impedances out of range in (B)(6) 2020. After a normal device change out on 5-nov-2020, its now alerting home monitoring to noise. The lead remains implanted.